Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill messages when attempting to load a cartridge onto the pump. Reportedly, the cartridge was filled with 300 units. The customer's blood glucose level was 141 mg/dl. As the customer did not have additional supplies at the time of the call, it was indicated that a new cartridge would be loaded at a later time. Although requested, no further information was provided on the reported event.